Event description:
Related manufacturer reference number: 2017865-2022-21485, related manufacturer reference number: 2017865-2022-21487. It was reported that patient presented in clinic for routine follow-up. Upon evaluation, erosion was noted on patient's pacemaker pocket. It was found that erosion occurred due to patient's lead. The pacemaker, atrial lead and right ventricular lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The lead was returned due to pocket erosion. Visual inspection of the lead was normal with no anomalies found.